Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited high capture thresholds. No intervention was performed. Patient was stable.

Event description:
New information received notes that the right atrial lead was explanted.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray inspections of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.